Manufacturer narrative:
Concomitant product(s): a2dr01 ipg, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A remote transmission indicated an impedance warning for low impedance on the atrial lead. It was noted that the bipolar impedances have been consistently low for quite some time; however, they were lower than the unipolar impedance which implied a possible insulation breach in the outer insulation. Additionally the lead may have some sensing issues due to the sensitivity value and ddi programming which indicated that programming changes have been made to manage lead function. The lead remains in use and further lead testing will be discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead triggered another impedance warning.